Event description:
It was reported in an oct. 2007 journal article that the device was revised 7 months post-op. Abduction angle of the initial implantation was reported to be 69 degrees. Pt had begun to experience clicking and subluxation with weight bearing. X-rays showed superior subluxation.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. The high inclination angle of the cup as indicated in the journal article likely contributed to the liner fracture. No prod was returned. Review of the device history records was also not possible as the prod and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.